Event description:
A site reported a loss of telemetry monitoring for approximately 30 pts due to the cic pro clinical info center rebooting on its own. The pts were under nurse surveillance but alternative monitoring was not deployed. There was no pt injuries reported. Initial eval indicates the issue was due to a failure of the uninterruptible power supply (ups) as replacement of the ups corrected the issue. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.